Event description:
On test firing, shards of blue plastic were ejected from the needle tip on 3 occasions. Neither patient injury nor medical intervention has been reported. On (B)(6) 2012, the international contact confirmed that it was one needle that displayed the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. During the evaluation, no plastic shards were noted in the needle tip or in any part of the needle. Therefore, the reported condition could not be confirmed. A review of the internal manufacturing device history record for the lot reported did not identify any issues that may have contributed to the reported condition. A review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported condition. The manufacturing procedures require applicable personnel to perform a verification of the condition of the material used prior to passing the product to the next manufacturing stage. In addition, personnel are required to clean the product prior to releasing it. The inspection procedure requires that personnel perform several visual tests prior to releasing the product. The investigation identified that the most probable root cause could be related to personnel as applicable personnel are required to perform several visual tests and an evaluation of the condition of the material used prior to releasing the product. In order to prevent future occurrences, all applicable manufacturing line personnel and quality assurance inspectors will be notified of this report in order to raise awareness. In addition, this issue will continue to be monitored to identify the need for any further actions.